Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006.

Event description:
It was reported that the patient had the neurostimulator and tined lead implanted; however, days following the implantation the patient began to experience no symptom relief. Simulation was increased and programed switched; however, patient felt stimulation in their lower extremities on all programs. Therefore, the tined lead was revised. There was no further patient complications reported.